Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite. There was no power to the system when connected to the ac wall power. The din rail fuse was found to be open. The representative installed the current suppressor assembly, replaced the din rail fuse and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, when plugging the mobile view station (mvs) in for storage, a spark was observed coming from the outlet and the mvs would no longer power up. The line of power light was not illuminated. There was no patient present when this issue was identified.